Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an infusion of dexmedetomidine 4 mcg/ml was intended to run at 19ml/hr based on a calculation of 0.6 mcg/kg/hr for a patient that weighed (B)(6). The infusion was instead programmed based on a weight of (B)(6). That resulted in a rate of over 30ml/hr. The vtbi and actual volume infused have not been provided to substantiate an over infusion. No medical intervention was required and the patient has reportedly suffered no clinical effects.

Manufacturer narrative:
The customer¿s report of a patient receiving a greater amount of medication than intended due to programming based on an incorrect weight of (B)(6) instead of the correct weight of (B)(6) could not be confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event logs shows that on (B)(6) 2015 at 8:59am, the pcu was powered on; the module was attached and assigned as channel d at 9:40am. On (B)(6) at 2:04pm the module was programmed to infuse dexmedetomidine, for a dose of 0.6mcg/kg/h and a vtbi of 50ml, using the patient weight (B)(6), which was the default from a previous infusion, resulting in a rate of 19.245ml/hr. At 2:12pm, the vtbi was updated to 40ml and again at 3:30pm to 50ml. The infusion completed at 6:06pm and went into kvo; a few seconds later an additional vtbi of 50ml was programmed, and at 8:41pm, an additional 50ml vtbi was added. The infusion completed at 11:17pm; at 11:18pm an additional vtbi of 50ml was programmed. The infusion completed on (B)(6) 2015 at 1:54am and went into kvo, and at 1:55 am a vtbi of 50ml was programmed. The dose was then changed to 0.7 mcg/kg/h at 2:20am, which changed the rate to 22.5ml/hr. The infusion completed at 4:12am and went into kvo, and a vtbi of 50ml was added. The infusion completed and went into kvo at 6:26am, and at 6:27am a vtbi of 50ml was added. The infusion completed and went into kvo at 8:41am, and a few seconds later a vtbi of 5ml was added. At 8:44am the vtbi was updated to 45ml. At 8:48:19 am the dose was changed to 0.6 mcg/kg/h, which updated the rate to 19.2ml/hr. The dose was changed again at 10:12am, to 0.5 mcg/kg/h, updating the rate to 16.0375ml/hr. The infusion completed and went into kvo at 11:14 am, and a few seconds later a vtbi of 5ml was added. Four minutes later, the dose was changed to 0.4 mcg/kg/h which updated the rate to 12.83ml/hr. At 11:47am, the pump module was paused, then channeled off a minute later. The pcu was powered off at 1:07pm. Rate accuracy testing was performed and the device was within specification. The root cause of the customer's report that the infusion was programmed based on a weight of (B)(6), resulting in a rate of over 30ml/hr, was not identified.